Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the curved bipolar dissector instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatectomy - distal surgical procedure, there was arcing. The surgeon used a third-party generator (integrated electrosurgical unit (iesu) or erbe vio3) with their pedal and with our bipolar cable. At the surgery using the cut bipolar with the third party, it caused arcing between the jaws of the curved bipolar dissector instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage to the instrument was noted after the arcing event. The instrument was inspected prior to use with no damage observed. A pin gage was used to inspect the cannula. The bipolar was connected with the bipolar cord to an external erbe vio 3 generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was visually inspected internally and externally with no issues identified. The instrument passed the grip test. The instrument was tested on an in-house system and passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.